Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for knee was inflamed, pain in the knee/ she was in tremendous pain, drain fluid off knee/ extracted pink fluid from knee additional information was received on (B)(6) 2015: the suspect product was changed from "synvisc" to "synvisc one". Dosing details and indication of suspect product were added. Previously reported event term: "can't walk on leg/unable to walk on her leg" was updated to "can't walk on leg/unable to walk on her leg/unable to move her leg/ she cannot lift her leg". New events were added to the case: "leg feel numb", "lost control of her bladder when she tried going to the bathroom", and "left hip is hurting" along with the details. Medical history of the patient was added. Clinical course updated and text was amended accordingly. Additional information was received on (B)(6)2015. The global ptc number and the investigation results were added. The text was amended accordingly. Additional information was received on (B)(6)2015. The event of drain fluid off knee was added along with its details. Clinical course updated and text was amended accordingly. Additional information was received on (B)(6) 2015. The event of pain in the knee was added with details. The verbatim for the event drain fluid off knee was updated to drain fluid off knee/ extracted pink fluid from knee and the event was updated from non-serious to serious; the verbatim for the event of pain was updated to pain/ generalized pain. The detailed description for the events of drain fluid off knee/ extracted pink fluid from knee and pain in the knee was added. A corrective treatment of cortisone was added for the event of drain fluid off knee/ extracted pink fluid from knee and anti-inflammatory was added for the event of pain in the knee. The seriousness criterion of required intervention was added and the case was upgraded to serious. Clinical course was updated and text amended accordingly. Additional information was received on (B)(6) 2015. Patient's past treatment was added. Additional event of knee was inflamed was added with details. Event verbatim for the event of "pain in the knee" was updated to "pain in the knee/ she was in tremendous pain". Seriousness criteria of required intervention for the event of pain in the knee/ she was in tremendous pain was added. Clinical course updated. Text was updated accordingly.

Event description:
Based upon additional information received on 15-jun- 2015, the case initially considered non-serious was upgraded to serious as the event of drain fluid off knee/ extracted pink fluid from knee became serious (required intervention). Based on follow-up information received on (B)(6) 2015, the company suspect product was changed from "synvisc" to "synvisc one." This unsolicited device case from (B)(6) was received on (B)(6) 2015 from the patient. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and experienced pain in the knee/ she was in tremendous pain, her knee was inflamed, drained fluid off knee/ extracted pink fluid from knee, lost control of her bladder when she tried going to the bathroom, her leg felt numb and her left hip was hurting; she experienced pain/ generalized pain, and could not walk on leg/unable to walk on her leg/unable to move her leg/ she could not lift her leg. The medical history of the patient was significant for pain after meniscus surgery in left knee. Previous treatment included synvisc injection that had worked well for the patient. No concomitant medications were reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml, taken once, in her right knee (lot/batch number and expiration date not provided) for management of osteoarthritis in the knee. The same day, within hours, the patient started experiencing pain in the knee and could not walk her leg while using synvisc one. She was unable to move her leg. It was reported that the patient never experienced this pain before. Patient mentioned the pain was very bad and she had never experienced anything like it. It was even worse than the pain she experienced after having the meniscus surgery done in her left knee. She lost control of her bladder when she tried going to the bathroom. She mentioned having had synvisc injections before and she was fine, however, it's the first time she has the synvisc one injection. When she was lying down she could not lift her leg, they felt numb. It hurt when she stepped on it. Her left hip was now hurting because she put all the pressure on it. She applied ice for the pain. On (B)(6) 2015, 02 days after initiating treatment with synvisc one, the patient's knee was inflamed and was in tremendous pain. It was reported that the patient had to go back to her physician to get the synvisc one drained/ aspiration of joint. Also, the patient received cortisone injection for her pain. As of (B)(6) 2015, it was reported that due to the patient's pain and that she was unable to walk, the patient made two hospital visits. The patient also went to emergency and was treated with anti-inflammatory for the pain which did not solve the problem. On an unspecified date, an unknown amount of fluid was drained off the patient's knee. It was reported that the physician extracted the pink fluid from the knee and treated her with cortisone. It was further reported that the patient confirmed that generalized pain and also knee pain were due to treatment with synvisc one injection. The patient was very nervous and had a very scary experience with synvisc one. The severity for the events of pain/ generalized pain and could not walk on leg/unable to walk on her leg/unable to move her leg/ she could not lift her leg was reported as moderate. The reporter did not consider the events pain/ generalized pain and could not walk on leg/unable to walk on her leg/unable to move her leg/ she could not lift her leg related to the patient's pre-existing condition. Corrective treatment: not reported for the events of "can't walk on leg/unable to walk on her leg/unable to move her leg/ she cannot lift her leg", "leg feel numb", "lost control of her bladder when she tried going to the bathroom", pain/ generalized pain and "left hip is hurting"; cortisone for drained fluid off knee/ extracted pink fluid from knee; ice, anti-inflammatory, knee draining and cortisone for pain in the knee/ she was in tremendous pain and , knee draining and cortisone for knee was inflamed outcome: not recovered/ not resolved for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality: the events of pain/ generalized pain, knee pain and could not walk on leg/unable to walk on her leg/unable to move her leg/ she could not lift her leg was related to synvisc company's causality: possible for all events seriousness criterion: required intervention for knee was inflamed, pain in the knee/ she was in tremendous pain, drain fluid off knee/ extracted pink fluid from knee additional information was received on (B)(4) 2015: the suspect product was changed from "synvisc" to "synvisc one." Dosing details and indication of suspect product were added. Previously reported event term: "can't walk on leg/unable to walk on her leg" was updated to "can't walk on leg/unable to walk on her leg/unable to move her leg/ she cannot lift her leg". New events were added to the case: "leg feel numb", "lost control of her bladder when she tried going to the bathroom", and "left hip is hurting" along with the details. Medical history of the patient was added. Clinical course updated and text was amended accordingly. Additional information was received on (B)(4) 2015. The global ptc number and the investigation results were added. The text was amended accordingly. Additional information was received on 08-jun-2015. The event of drain fluid off knee was added along with its details. Clinical course updated and text was amended accordingly. Additional information was received on 15-jun-2015. The event of pain in the knee was added with details. The verbatim for the event drain fluid off knee was updated to drain fluid off knee/ extracted pink fluid from knee and the event was updated from non-serious to serious; the verbatim for the event of pain was updated to pain/ generalized pain. The detailed description for the events of drain fluid off knee/ extracted pink fluid from knee and pain in the knee was added. A corrective treatment of cortisone was added for the event of drain fluid off knee/ extracted pink fluid from knee and anti-inflammatory was added for the event of pain in the knee. The seriousness criterion of required intervention was added and the case was upgraded to serious. Clinical course was updated and text amended accordingly. Additional information was received on 15-jun-2015. Patient's past treatment was added. Additional event of knee was inflamed was added with details. Event verbatim for the event of "pain in the knee" was updated to "pain in the knee/ she was in tremendous pain." Seriousness criteria of required intervention for the event of pain in the knee/ she was in tremendous pain was added. Clinical course updated. Text was updated accordingly. Follow up received on 19-jun-2015. Updated investigation summary received as the case was previously upgraded to serious. Follow up was received on 02-jul-2015. No new information was received. Additional information was received on 13-aug-2015. The indication was updated. The severity and reporter's causality was updated for the events of pain/ generalized pain and could not walk on leg/unable to walk on her leg/unable to move her leg/ she could not lift her leg. Clinical course was updated and text was amended accordingly.

Event description:
Based upon additional information received on (B)(6) 2015, the case initially considered non-serious, was upgraded to serious as the event of drain fluid off knee/ extracted pink fluid from knee became serious (required intervention) . Based on follow-up information received on (B)(6)-2015, the company suspect product was changed from "synvisc" to "synvisc one". This unsolicited device case from (B)(6) was received on (B)(6) 2015 from the patient. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and experienced pain in the knee/ she was in tremendous pain, her knee was inflamed, drained fluid off knee/ extracted pink fluid from knee, lost control of her bladder when she tried going to the bathroom, her leg felt numb and her left hip was hurting; she experienced pain/ generalized pain, and could not walk on leg/unable to walk on her leg/unable to move her leg/ she could not lift her leg. The medical history of the patient was significant for pain after meniscus surgery in left knee. Previous treatment included synvisc injection that had worked well for the patient. No concomitant medications were reported. On (B)(6)2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml, taken once, in her right knee (lot/batch number and expiration date not provided) for osteoarthritis in the knee. The same day, within hours, the patient started experiencing pain in the knee and could not walk her leg while using synvisc one. She was unable to move her leg. It was reported that the patient never experienced this pain before. Patient mentioned the pain was very bad and she had never experienced anything like it. It was even worse than the pain she experienced after having the meniscus surgery done in her left knee. She lost control of her bladder when she tried going to the bathroom. She mentioned having had synvisc injections before and she was fine, however it's the first time she has the synvisc one injection. When she was lying down she could not lift her leg, they felt numb. It hurt when she stepped on it. Her left hip was now hurting because she put all the pressure on it. She applied ice for the pain. On (B)(6) 2015, 02 days after initiating treatment with synvisc one, the patient's knee was inflamed and was in tremendous~ pain. It was reported that the patient had to go back to her physician to get the synvisc one drained. Also, the patient received cortisone injection for her pain. As of (B)(4) 2015, it was reported that due to the patient's pain and that she was unable to walk, the patient made two hospital visits. The patient also went to emergency and was treated with anti-inflammatory for the pain which did not solve the problem. On an unspecified date, an unknown amount of fluid was drained off the patient's knee. It was reported that the physician extracted the pink fluid from the knee and treated her with cortisone. It was further reported that the patient confirmed that generalized pain and also knee pain were due to treatment with synvisc one injection. The patient was very nervous and had a very scary experience with synvisc one. Corrective treatment: not reported for the events of "can't walk on leg/unable to walk on her leg/unable to move her leg/ she cannot lift her leg", "leg feel numb", "lost control of her bladder when she tried going to the bathroom", pain/ generalized pain and "left hip is hurting"; cortisone for drained fluid off knee/ extracted pink fluid from knee; ice, anti-inflammatory, knee draining and cortisone for pain in the knee/ she was in tremendous pain and , knee draining and cortisone for knee was inflamed. Outcome: not recovered/ not resolved for all the events.